Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, when the package was opened, one haptic was missing on the iol. The surgeon removed the cataract and the patient was left aphakic. In a follow up, the surgeon reported "it was not a serious event". An additional procedure will be scheduled to implant an iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).